Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after a percutaneous coronary intervention (ptci) procedure. Reportedly, the clip of the starclose se device was deployed successfully; however, 30 minutes following the procedure the patient experienced hemodynamic change with blood pressure at 5mmhg. The patient was returned to the cath lab and bleeding was observed at the puncture site leaking into the peritoneum. Hemoglobin was 6 g/l. Crossover transluminal access was performed and a non-abbott covered stent was placed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.